Manufacturer narrative:
(B)(4). Date sent: 12/09/2021. D4: batch # 248a92. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one sr75 reload was received with no apparent damaged and fully loaded with staples with the swing tab in the locked position. The cartridge reloads swing tab was reset in order to fire the cartridge. The cartridge was tested for functionality with a test device and fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is followed. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during an unknown procedure, the staple was stuck after the firing.

Manufacturer narrative:
(B)(4). Additional information was requested: could you please provide more details for "staple has stuck after the fire"? Was there any difficulty opening the device? If yes, how was the device removed from the patient? Was the reload difficult to remove? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event?